Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that after implantation, patient complained of pain. A CT scan revealed a condylar fracture to femoral pin side. Surgeon has not determined a method of resolution as of the time of report. This pr was generated for the robot.

Manufacturer narrative:
Follow-up #1 and final report submitted to update. Reported event: an event regarding patient pain caused by condylar fracture to femoral pin side involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 069 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding patient pain caused by condylar fracture to femoral pin side. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. Device not returned.

Event description:
It was reported that after implantation, patient complained of pain. A CT scan revealed a condylar fracture to femoral pin side. Surgeon has not determined a method of resolution as of the time of report. This pr was generated for the robot.